Manufacturer narrative:
Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including lot details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "review of summary report submitted as part of an iis milestone payment revealed patient 1 revised 107 days post right tha for avascular necrosis; according to research coordinator, patient was revised due to dislocation. No other information is available other than what is being reported".